Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; damage to the battery compartment with moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: during investigation, there were no pump reboots observed in the black box. The battery compartment was found to be cracked. There was corrosion observed in the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection. The reported "power" complaint was duplicated. A test battery cap was able to maintain electrical connection. A test battery cap was used to complete a 24 hours duration test. There were no pump reboots duplicated during that time. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture on the printed circuit board or internal components. There was no damage found to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.